Manufacturer narrative:
Product analysis results: visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft appears to have come out. It is possible to overload the clip when making tension adjustments while the rod is in place. It appears the c clip broke from excessive force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to lumbar spinal canal stenosis. Intra-op, when gripping the first rod, the tip did not move even though the latch was tightened and thus the rod gripping failed. Even if the latch is fully opened, the tip of the inserter does not move and cannot grip a sample rod. It was in a state the shaft was not interlocked with the latch because the parts connecting the shaft and the latch had been broken. There were scratches on the tip of the gripping part. Therefore another product was used. The overall procedure was delayed by less than 60 mins. There was no patient complication reported as a result of this even.